Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem) was confirmed due to a defective power supply brick that had no power output voltage. The charger was unable to power on. The charger was returned to vendor due to the icon failing to light. The root cause for the defective power supply brick could not be positively identified. The root cause for the icon failing to light was unable to be positively identified and is be investigated by the vendor. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a power connector problem.